Manufacturer narrative:
According to the customer, when removing the dressing the skin was "ripped off". The customer reported the patient had to be "re-admitted" to the hospital and received "vac therapy" to treat an "infection" related to the skin ripping off. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when removing the dressing the skin was "ripped off".

Manufacturer narrative:
Update to d9: sample not returned. Update to h3: device not evaluated. Update to h6: type of investigation.